Event description:
A pt reported experiencing inaccurate low results with an otu meter. The pt's blood glucose results were 105mg/dl v. 140 lab. Tests were done within 11-20 mins with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.